Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens in the patient's eye on an unknown date. The surgeon plans to remove and replace the lens. The lens remained implanted. No complaint questionnaire or further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.